Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked. The following information was provided by the initial reporter: "needles is sealed , no option to open and use for needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked. The following information was provided by the initial reporter: "needles is sealed , no option to open and use for needles."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10